Manufacturer narrative:
Event did not occur in surgery. Product is an instrument and is not implantable. Device manufacture date is unk. Device was not available for examination. Design history file was not reviewed, because the lot number was not provided. The reporter indicated the driver tips were bent. An engineering investigation determined the most likely cause of bent tips is due to off-axis use or use of the driver for hardware removal. The surgical technique was enhanced in (B)(6) 2007 to caution against off axis use and use for hardware.

Event description:
On august 22, 2008, the sales rep reported that during a kit inspection, it was noticed that the tips were worn. Add'l info was received via telephone on august 29, 2008, the sales rep reported that the open polyaxial screwdrivers, part number 2153-13 were worn and the prongs were bent. On october 30, 2008, it was identified after reviewing the design of the tips of the driver that it is of similar design to 2153-7 which has resulted in an adverse event in the past.